Event description:
A customer's family member reported the customer received a new precision xtra meter instead of expected medisense optium meter and as a result of not having used precision xtra meters before, didn't test her blood sugar, which resulted in a hyperglycemic episode with symptoms of diabetic neuropathy. The caller further reported customer has been diagnosed with hyperglycemia and treated with IV and lasix (drug used to treat excessive fluid accumulation and edema). The customer also reportedly self-treated with insulin to counteract the medical event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. The customer received an upgraded precision xtra meter since medisense optium meters were discontinued.